Event description:
The reporter contacted animas on (B)(6) 2012 alleging the pump had been turning on and off, had water dripping from the corner of the pump and made a sound like it was trying to power on. The reporter stated that the prior day, the outside temperature was 115 degrees f and in an attempt to keep the pump cool, it was placed inside of a plastic bag and put in a cooler. The reporter stated that water got into the plastic bag with the pump. It was after this happened that the pump began having power issues. The reporter denied damage to the pump, the battery compartment or the battery cap and stated that the battery cap was secured tightly on the pump without the yellow o-ring visible. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue in a pump without visible damage but with moisture inside the pump remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with visible moisture in the display lens. The pump powers on with functional auditory and vibratory features, but the display screen remains blank. Leak testing revealed a case seal leak. Visual inspection revealed damage to the pump casing near the display lens. The pump cover was removed, and internal moisture was observed on various pcb components. Additional testing could not be completed due to moisture damage.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.